Manufacturer narrative:
As investigation, provided ventilator logs and additional information was reviewed. The user facility stated that upon investigation of the ventilator after replacement, excessive moisture was found in the bacteria filter connected to the expiratory side on the patient circuit. The bacteria filter used was from another brand and had reportedly been in use for less than a day. No malfunction of the ventilator itself was reported. According to the event log, the chosen ventilation mode was simv (pc) + ps from 05/31/2024 and up until the event occurred on 06/02/2024. Alarms for peep high, pressure delivery restricted, and expiratory minute volume low was then generated. The alarms are an indication of an increased expiratory resistance in the patient¿s breathing system, where one possible cause can be an occluded expiratory bacteria filter. According to the test log, successful pre-use check was performed prior the event. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. The conclusion is that the described event was caused by the excessive moisture that was found in the expiratory bacteria filter. There is no indication of a ventilator malfunction. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the tidal volume suddenly dropped. The patient desaturated to 40-50%. The oxygen concentration was increased and later on the ventilator was replaced. Final patient outcome was no harm. Manufacturer's ref #: (B)(4).